Manufacturer narrative:
Product ID 8709, lot# j11142r31, implanted: 2002 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider via psr (product surveillance registry) in regards to a patient that was being treated with hydromorphone intrathecal (0.5 mg/ml) at a dose rate of 0.16023 mg/day, bupivacaine intrathecal (15.0 mg/ml) at a dose rate of 4.807 mg/day and clonidine (500.0 mcg/ml) at a dose rate of 160.23 mcg/day. The refill programming date was on 2015 (B)(6) at 1548. The indication for use was noted as malignant pain. It was reported that on 2015 (B)(6) the patient contacted the clinic reporting redness at her incision site. On 2015 (B)(6) an unscheduled clinic or office visit occurred, where a clinical diagnosis of superficial infection at abdominal incision site was identified after examination. She was scheduled for a repeat wound evaluation and started on additional antibiotics. The patient was administered bactrim ds and clindamycin. The severity was noted as mild and the relatedness was noted as not related. As of 2015 (B)(6) the infection and abnormal redness were ongoing. On 2015 (B)(6) the patient was diagnosed with discomfort at the pump site. The patient reported discomfort and pain at her pump site seven weeks post pump replacement. Per the provider, the pump was replaced in the same pocket as previously implanted. The only option for pain resolution was a pump removal, which the patient does not consider an option. The severity was noted as mild and the relatedness was noted as related. As of 2015 (B)(6) this was considered unresolved with no further actions planned. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The event was noted to be resolved without sequelae on (B)(6) 2015.

Event description:
On (B)(6) 2015, information received from the healthcare provider (hcp) reported that the patient's superficial infection at the abdominal incision site resolved without sequela on (B)(6) 2015. The relationship of the event to the implant procedure was reported as " surgery/anesthesia." No additional information was provided.